Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned to the manufacturer for analysis. The investigation is currently underway. The device was used during the same procedure as was reported in MFR report # 2032493-2018-00214.

Event description:
It was reported that during advancement of the coil in the microcatheter, the coil stretched from the pusher wire and then detached. Both segments of the coil were removed in their entirety along with the microcatheter. There was no reported patient injury or intervention. The patient is reported to be good.

Manufacturer narrative:
The pusher was returned for analysis. Investigation of the device revealed 31" of lead wire separation on the green wire approximately 22" from the proximal portion, and 18.5" of lead wire separation on the yellow wire approximately 14" from the proximal portion. The green and the yellow wire tips displayed stripped regions for attachment on the heater coil section. The lead wires were noted to be separated, and devoid of lamination on the proximal section. The gold connector was noted to be bent at the hypotube gold connector junction. Based upon the investigation findings and available information, the reported complaint can be confirmed; however, the exact root cause cannot be determined.

Manufacturer narrative:
The pusher was returned for analysis. Investigation of the device revealed 31" of lead wire separation on the green wire approximately 22" from the proximal portion, and 18.5" of lead wire separation on the yellow wire approximately 14" from the proximal portion. The green and the yellow wire tips displayed stripped regions for attachment on the heater coil section. The lead wires were noted to be separated, and devoid of lamination on the proximal section. The gold connector was noted to be bent at the hypotube gold connector junction. Based upon the investigation findings and available information, the reported complaint can be confirmed; however, the exact root cause cannot be determined.